Event description:
While on site for a service visit, service technician was informed that a patient had fell off the bed. User site had lowered siderail which could not prevent, while in lower position, patient to inavertently fall. There was no injury associated with the issue.